Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no other devices. Microscopic and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination revealed the wire lumen was cut 11mm from the proximal markerband. There were holes in the inner lumen at the distal edge of the proximal markerband. The entire tip was missing from the returned device. Microscopic inspection found the balloon was circumferentially torn with only 3mm of balloon material left attached to the returned device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-nov-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). A 2.00mm x 15mm maverick balloon catheter was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon circumferential tear and shaft detachment. It was further reported that balloon circumferential tear and shaft detachment occurred following device removal, outside the patient's body.